Manufacturer narrative:
The report from the affiliate indicated that: the patient was undergoing a procedure on a heavily calcified and tortuous right common iliac artery, which had 90% stenosis. The palmaz genesis stent was advanced to the lesion. At four to six atm, the balloon did not rise any more. It was dilated a little and safely removed. The cia was successfully stented and post dilated with a new balloon. There was no injury to the patient. Clinical impression: during the deployment of a stent to this male's right common iliac artery, the balloon was reported to have difficulty inflating. At 4-6 atmospheres the balloon would not inflate further. The vessel is described as heavily calcified, tortuous and with a 90% stenosis. No difficulties were encountered crossing the lesion. The balloon was removed safely. There was no injury to the patient. With the information available, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact on this event. Manufacturing review: review of the manufacturing route sheets revealed no anomalies that can be associated with the reported complaint. Although one other complaint has been reported for this lot number to date, it was not similar to this complaint. Conclusion: the exact cause for the reported inflatino difficulty could not be determined without the actual involved product return. No corrective actions will be taken because there are no indications that the reported complaint was related to the manufacturing process. Please note this device p2908e/lot r0104013) is distributed outside the united states; however, it is similar to the united states product pg2980bpx.

Event description:
Balloon failed to fully inflate.